Manufacturer narrative:
The manufacturer previously reported information related to an everflo oxygen concentrator. The device was returned to a third party service center. The device was evaluated and the technician reports that there is no air flow, the device is shaking/vibrating. In addition to these findings, the technician found a faulty compressor with a short in the wiring harness causing the compressor not to get continuous power and having a power interruption. There is no allegation of serious injury or harm. No medical intervention reported. The device was service by a philips field service engineer. Updated to reflect the device has been evaluated by manufacturer.

Event description:
The manufacturer received information related to an everflo oxygen concentrator. The device was returned to a third party service center. The device was evaluated and the technician reports that there is no air flow, the device is shaking/vibrating. In addition to these findings, the technician found a faulty compressor with a short in the wiring harness causing the compressor not to get continuous power and having a power interruption. There is no allegation of serious injury or harm. No medical intervention reported.

Manufacturer narrative:
H3 other text : device returned to third party service center.